Event description:
It was reported that the pump went out of control during a knee arthroscopy. During the case the pump used 2 bags of saline and the patient had extravasation to the thigh of the affected side. The bags infused over a short period of time and the actual pressure of the joint did not register on the pump. The pump was checked after the case and it was working fine. The pump tubing was also checked and it was noted that the piece that fits into the sensor was broken or not inserted correctly.

Event description:
It was reported that the pump went out of control during a knee arthroscopy. During the case the pump used 2 bags of saline and the patient had extravasation to the thigh of the affected side. The bags infused over a short period of time and the actual pressure of the joint did not register on the pump. The pump was checked after the case and it was working fine. The pump tubing was also checked and it was noted that the piece that fits into the sensor was broken or not inserted correctly.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the tube set confirmed the presence of a dislodged membrane on the pressure chamber. The probable root cause for the dislodged membrane on the pressure chamber is likely due to use error. The probable root cause(s) for extravasations could be due to overdue calibration, nonconforming pressure sensor, roller wheel, or pcb board, pump height, stopcock valves were closed off and/or, tubing was obstructed/kinked. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.